Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device lost.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent an atherectomy procedure using an atherectomy device. Upon completing the procedure, the physician noticed a distal embolization in the patient and lysed the patient overnight; however, there was still residual clot in the patient by the following morning. In order to remove the residual clot, the patient underwent a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to advance the cat6 through another manufacturer's sheath, the physician met resistance and decided to remove the cat6 from the sheath. Upon removing the cat6, the physician noticed that the cat6 had multiple kinks in it. The procedure was successfully completed using an indigo system aspiration catheter 5 (cat5). There was no report of an adverse effect to the patient.